Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The majority of the plate's fracture surfaces were obliterated, most likely from rubbing against each other, making it difficult to determine the cause of the fracture. One of the fracture surfaces, however, was relatively clean and did not exhibit any beach marks or striations, without which, we could not conclusively say that this was a fatigue failure. With that said, the plate fractured almost two years post-op, so it is possible that fatigue may have contributed to this incident. The patient is reportedly doing well.

Event description:
It was reported to k2m, inc on 06/03/2016 that a plate fractured almost two years post-op. Patient was revised on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc on 06/03/2016 that a plate fractured almost two years post-op. Patient was revised on (B)(6) 2016.